Manufacturer narrative:
Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that a burette was completely full, but the pump was not pulling medication into the line. The tubing ran dry and pulled air from just below the burette until it reached the pump. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.